Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of the provided problem description and service report. Log files were not attached to this investigation. During further investigation of the reported issue it was found that the nozzle unit was defective and required replacement. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).